Event description:
BASED ON REAL WORLD DATA FROM THE AUSTRALIAN ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY KNEE PROCEDURES: 1. PRIMARY TKA PROCEDURES: - LEGION POROUS CR COCR FEMORAL COMPONENTS: IMPLANTED IN FIVE THOUSAND SEVEN HUNDRED FORTY-SEVEN (5,747) KNEES BETWEEN 17-FEB-2010 AND 4-MAR-2026. OF THESE, TWO HUNDRED FIFTY-SEVEN (257) KNEES REQUIRED REVISION: TWO HUNDRED THIRTY-FIVE (235) WITH A LEGION OR GENESIS II TIBIAL COMPONENT REQUIRED REVISION DUE TO THE FOLLOWING REASONS: FIFTY-EIGHT (58) KNEES DUE TO INFECTION, THIRTY-FIVE (35) DUE TO LOOSENING, SEVENTEEN (17) DUE TO INSTABILITY, NINETEEN (19) DUE TO PAIN, ELEVEN (11) DUE TO PATELLOFEMORAL PAIN, FORTY-FOUR (44) DUE TO PATELLA EROSION, FOURTEEN (14) DUE TO ARTHROFIBROSIS, TWELVE (12) DUE TO FRACTURE, EIGHT (8) DUE TO MALALIGNMENT, THREE (3) DUE TO LYSIS, ONE (1) DUE TO WEAR TIBIAL INSERT, THREE (3) DUE TO METAL RELATED PATHOLOGY, TWO (2) DUE TO PATELLA MALTRACKING, ONE (1) DUE TO BEARING DISLOCATION, ONE (1) DUE TO IMPLANT BREAKAGE PATELLA, TWO (2) DUE TO SYNOVITIS, TWO (2) DUE TO IMPLANT BREAKAGE FEMORAL, TWO (2) DUE TO OTHER REASONS. TWENTY-TWO (22) KNEES WITH A LEGION OR GENESIS II TIBIAL COMPONENT REQUIRED REVISION FOR THE SAME REASONS LISTED ABOVE; HOWEVER, DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE QUANTITY OF KNEES REVISED PER REVISION REASON CANNOT BE DETERMINED. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. OF THE 257 TOTAL REVISION SURGERIES, 235 WERE PREVIOUSLY SUBMITTED TO FDA AND 22 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER.

Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2026) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE AUSTRALIAN ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY KNEE PROCEDURES: 1. PRIMARY TKA PROCEDURES: - LEGION POROUS CR COCR FEMORAL COMPONENTS: IMPLANTED IN FIVE THOUSAND SEVEN HUNDRED FORTY-SEVEN (5,747) KNEES BETWEEN 17-FEB-2010 AND 4-MAR-2026. OF THESE, TWO HUNDRED FIFTY-SEVEN (257) KNEES REQUIRED REVISION: TWO HUNDRED THIRTY-FIVE (235) WITH A LEGION OR GENESIS II TIBIAL COMPONENT REQUIRED REVISION DUE TO THE FOLLOWING REASONS: FIFTY-EIGHT (58) KNEES DUE TO INFECTION, THIRTY-FIVE (35) DUE TO LOOSENING, SEVENTEEN (17) DUE TO INSTABILITY, NINETEEN (19) DUE TO PAIN, ELEVEN (11) DUE TO PATELLOFEMORAL PAIN, FORTY-FOUR (44) DUE TO PATELLA EROSION, FOURTEEN (14) DUE TO ARTHROFIBROSIS, TWELVE (12) DUE TO FRACTURE, EIGHT (8) DUE TO MALALIGNMENT, THREE (3) DUE TO LYSIS, ONE (1) DUE TO WEAR TIBIAL INSERT, THREE (3) DUE TO METAL RELATED PATHOLOGY, TWO (2) DUE TO PATELLA MALTRACKING, ONE (1) DUE TO BEARING DISLOCATION, ONE (1) DUE TO IMPLANT BREAKAGE PATELLA, TWO (2) DUE TO SYNOVITIS, TWO (2) DUE TO IMPLANT BREAKAGE FEMORAL, TWO (2) DUE TO OTHER REASONS. TWENTY-TWO (22) KNEES WITH A LEGION OR GENESIS II TIBIAL COMPONENT REQUIRED REVISION FOR THE SAME REASONS LISTED ABOVE; HOWEVER, DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE QUANTITY OF KNEES REVISED PER REVISION REASON CANNOT BE DETERMINED. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. OF THE 257 TOTAL REVISION SURGERIES, 235 WERE PREVIOUSLY SUBMITTED TO FDA AND 22 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE LEGION TOTAL KNEE SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. THESE COMPONENTS HAVE BEEN PAIRED AND REVIEWED BASED ON THE FOLLOWING SUBCATEGORIES: LEGION POROUS CR COCR FEMORAL COMPONENT (PATELLA OR NO PATELLA RESURFACING & HA AND NON-HA). THE MEAN CUMULATIVE REVISION RATES OF LEGION POROUS NON-HA CR COCR FEMORAL COMPONENT (PATELLA AND NO PATELLA RESURFACING) WERE IN LINE WITH THE CLASS ACROSS ALL YEARS OF FOLLOW-UP BASED ON THE OVERLAPPING CONFIDENCE INTERVALS. FOR THE LEGION POROUS HA CR COCR FEMORAL COMPONENT WITH PATELLA RESURFACING, IT WAS IN LINE WITH THE CLASS ACROSS ALL YEARS OF FOLLOW-UP BASED ON THE OVERLAPPING CONFIDENCE INTERVALS. HOWEVER, FOR THE LEGION POROUS HA CR COCR FEMORAL COMPONENT WITH NO PATELLA RESURFACING, THE MEAN CUMULATIVE REVISION RATES WERE HIGHER THAN THE CLASS ACROSS ALL YEARS OF FOLLOW-UP BASED ON THE NON-OVERLAPPING CONFIDENCE INTERVALS. DATA ON THE NON-RESURFACED LEGION CR COCR POROUS FEMUR WITH HA FROM THE AOANJRR REVEALED THAT IT IS USED AT A HIGHER FREQUENCY IN YOUNGER PATIENTS. NOTABLY, THE COHORT WITH NON-RESURFACED PATELLA HAD THE HIGHEST PROPORTION OF PATIENTS UNDER 55 YEARS OF AGE (10.5%), COMPARED WITH 7.1% IN OTHER TKA PROCEDURES, 7.3% IN THE RESURFACED HA FEMUR GROUP, 6.1% IN THE NON HA NON-RESURFACED GROUP, AND 7.2% IN THE RESURFACED NON HA COHORT. YOUNGER, OR MORE ACTIVE PATIENTS, MAY BE AT HIGHER RISK OF SECONDARY SURGERY IF THE PATELLA IS NOT RESURFACED, PARTICULARLY IN THE PRESENCE OF PATELLOFEMORAL DEGENERATION. PATELLA RESURFACING AT THE TIME OF TKA REMAINS A SURGEON DRIVEN DECISION BASED ON INDIVIDUAL PATIENT CHARACTERISTICS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00287403-1-L236,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L237,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L238,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L239,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L240,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L241,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L242,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L243,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L244,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L245,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L246,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L247,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L248,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L249,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L250,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L251,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L252,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L253,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L254,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L255,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L256,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00287403-1-L257,,7/7/2026,5/7/2026,LEGION Total Knee System,LEGION POROUS CRUCIATE RETAINING HYRDROXYAPATITE FEMORAL COMPONENT,,,,,,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), after undergoing primary TKA in which a LEGION POROUS CR CoCr Femoral Component was implanted, one (1) knee required revision due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual femoral component reported through this line item","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA between 17-Feb-2010 and 4-Mar-2026, in which a LEGION POROUS CR CoCr Femoral Component was implanted. Of these, two hundred fifty-seven (257) knees required revision: two hundred thirty-five (235) with a LEGION or Genesis II Tibial Component required revision due to the following reasons: fifty-eight (58) knees due to infection, thirty-five (35) due to loosening, seventeen (17) due to instability, nineteen (19) due to pain, eleven (11) due to patellofemoral pain, forty-four (44) due to patella erosion, fourteen (14) due to arthrofibrosis, twelve (12) due to fracture, eight (8) due to malalignment, three (3) due to lysis, one (1) due to wear tibial insert, three (3) due to metal related pathology, two (2) due to patella maltracking, one (1) due to bearing dislocation, one (1) due to implant breakage patella, two (2) due to synovitis, two (2) due to implant breakage femoral, two (2) due to other reasons. Twenty-two (22) knees with a LEGION or Genesis II Tibial Component required revision for the same reasons listed above; however, due to the stratification provided by the Joint Registry, the quantity of knees revised per revision reason cannot be determined. ;It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry Data: Implantations conducted between 17-Feb-2010 and 4-Mar-2026 in Australia;;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Total Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of five thousand seven hundred forty-seven (5,747) knees underwent primary TKA in which a LEGION Porous CR CoCr Femoral Component was implanted in Australia between 17-Feb-2010 and 4-Mar-2026. ;These components have been paired and reviewed based on the following subcategories: LEGION Porous CR CoCr Femoral Component (Patella or no patella resurfacing & HA and non-HA).;;The mean cumulative revision rates of LEGION Porous non-HA CR CoCr Femoral Component (Patella and no patella resurfacing) were in line with the class across all years of follow-up based on the overlapping confidence intervals. For the LEGION Porous HA CR CoCr Femoral Component with patella resurfacing, it was in line with the class across all years of follow-up based on the overlapping confidence intervals. However, for the LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing, the mean cumulative revision rates were higher than the class across all years of follow-up based on the non-overlapping confidence intervals. Data on the non-resurfaced LEGION CR CoCr Porous femur with HA from the AOANJRR revealed that it is used at a higher frequency in younger patients. Notably, the cohort with non-resurfaced patella had the highest proportion of patients under 55 years of age (10.5%), compared with 7.1% in other TKA procedures, 7.3% in the resurfaced HA femur group, 6.1% in the non HA non-resurfaced group, and 7.2% in the resurfaced non HA cohort. Younger, or more active patients, may be at higher risk of secondary surgery if the patella is not resurfaced, particularly in the presence of patellofemoral degeneration. Patella resurfacing at the time of TKA remains a surgeon driven decision based on individual patient characteristics.;;The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;LEGION Porous non-HA CR CoCr Femoral Component;1. LEGION Porous non-HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 0.5% (0.1%-3.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.9% (0.7%-5.1%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 3.0% (1.4%-6.6%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 3.6% (1.7%-7.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.6% (1.7%-7.5%) vs 2.4% (2.4%-2.5%) of the class.;;2. LEGION Porous non-HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.2% (0.3%-4.8%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 2.4% (0.9%-6.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 3.1% (1.3%-7.4%) vs 2.8% (2.8%-2.9%) of the class.;-At 4th postoperative year: 3.1% (1.3%-7.4%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 3.1% (1.3%-7.4%) vs 3.6% (3.6%-3.7%) of the class.;;LEGION Porous HA CR CoCr Femoral Component;1. LEGION Porous HA CR CoCr Femoral Component with patella resurfacing:;-At 1st postoperative year: 1.0% (0.7%-1.4%) vs 0.8% (0.8%-0.8%) of the class.;-At 2nd postoperative year: 1.5% (1.1%-2.0%) vs 1.4% (1.4%-1.4%) of the class.;-At 3rd postoperative year: 2.5% (2.0%-3.1%) vs 1.8% (1.8%-1.9%) of the class.;-At 4th postoperative year: 2.8% (2.3%-3.5%) vs 2.2% (2.1%-2.2%) of the class.;-At 5th postoperative year: 3.1% (2.5%-3.8%) vs 2.4% (2.4%-2.5%) of the class.;-At 6th postoperative year: 3.3% (2.7%-4.1%) vs 2.7% (2.6%-2.7%) of the class.;-At 7th postoperative year: 3.6% (2.9%-4.4%) vs 2.9% (2.9%-3.0%) of the class.;-At 8th postoperative year: 3.9% (3.1%-4.8%) vs 3.2% (3.1%-3.2%) of the class.;-At 9th postoperative year: 4.1% (3.3%-5.1%) vs 3.4% (3.4%-3.5%) of the class.;-At 10th postoperative year: 4.1% (3.3%-5.1%) vs 3.7% (3.6%-3.7%) of the class.;-At 11th postoperative year: 4.4% (3.4%-5.6%) vs 3.9% (3.9%-4.0%) of the class.;-At 12th postoperative year: 5.0% (3.6%-6.9%) vs 4.2% (4.1%-4.3%) of the class.;-At 13th postoperative year: 6.1% (3.9%-9.5%) vs 4.5% (4.4%-4.6%) of the class.;;2. LEGION Porous HA CR CoCr Femoral Component with no patella resurfacing:;-At 1st postoperative year: 1.9% (1.4%-2.6%) vs 1.0% (1.0%-1.1%) of the class.;-At 2nd postoperative year: 3.4% (2.7%-4.4%) vs 2.1% (2.1%-2.2%) of the class.;-At 3rd postoperative year: 4.4% (3.6%-5.5%) vs 2.8% (2.7%-2.9%) of the class.;-At 4th postoperative year: 4.9% (4.0%-5.9%) vs 3.3% (3.2%-3.3%) of the class.;-At 5th postoperative year: 5.7% (4.7%-6.8%) vs 3.6% (3.6%-3.7%) of the class.;-At 6th postoperative year: 6.3% (5.2%-7.5%) vs 4.0% (3.9%-4.0%) of the class.;-At 7th postoperative year: 6.5% (5.4%-7.7%) vs 4.3% (4.2%-4.3%) of the class.;-At 8th postoperative year: 7.3% (6.1%-8.6%) vs 4.6% (4.5%-4.6%) of the class.;-At 9th postoperative year: 7.6% (6.4%-9.0%) vs 4.9% (4.8%-5.0%) of the class.;-At 10th postoperative year: 8.4% (7.1%-10.0%) vs 5.2% (5.1%-5.3%) of the class.;-At 11th postoperative year: 9.7% (8.1%-11.5%) vs 5.5% (5.4%-5.6%) of the class.;-At 12th postoperative year: 10.8% (9.0%-13.0%) vs 5.8% (5.7%-5.9%) of the class.;-At 13th postoperative year: 10.8% (9.0%-13.0%) vs 6.1% (6.0%-6.2%) of the class.;-At 14th postoperative year: 10.8% (9.0%-13.0%) vs 6.5% (6.4%-6.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;